Event description:
It was reported that (3) tim20 were used during a lobectomy procedure. It was reported by the rep that three different new instruments jammed and clips would not fire. Even to reload still would not fire. It is unknown how the case was completed. There was no consequence to pt.